Event description:
It was reported through the filing of a lawsuit that allegedly the patient¿s abg ii modular left hip implanted on or about (B)(6) 2010 was revised on (B)(6) 2022. It is further alleged that the plaintiff suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
An event regarding abnormal ion level involving a abgii modular device was reported. The event was confirmed. Method & results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: not performed as device was not properly identified. Complaint history review: not performed as device was not properly identified. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required. H3 other text : not returned.